Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, while loading and tying sutures, the needle popped off the thread. There was no patient injury.